Manufacturer narrative:
Product complaint #: (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? No lot number. Product was thrown away.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. During the procedure the leur lock could not be removed. Another fibrin sealant preparation device was used to complete the procedure no adverse patient consequences were reported. Additional information was requested.